Event description:
Per operative report: the valve was explanted due to endocarditis. A preoperative trans-esophageal echocardiogram revealed a market increase in aortic regurgitation. Intraoperatively, there was evidence of unhealing in a 2-3 cm area lateral toweard the non-coronary cusp. The surgeon suspects that the poor tissue qaulity of this area at the time of infection resulted in a gradual worsening of perivalvular leak. The valve was replaced with sjm 29a-101.